Event description:
Following a percutaneous transluminal coronary angioplasty (ptca), an angio-seal device was placed without reported difficulty. A pre-placement angiogram revealed the procedure site was in the left inguinal artery. The pt subsequently complained of left lower abdominal pain and sensitivity to touch at the groin. Further evaluation revealed that the pt had hypovolemia; no posterior tibial or femoral pulses were detected. A patch angioplasty was performed and the pt was discharged on 8/24/99 in satisfactory condition. The physician stated that he felt the incident was related to the site utilized and not the angio-seal device.